Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a displaced magnet after undergoing an MRI procedure. The recipient had pain, swelling and a sore on the magnet site. The recipient was recommended non-use of the device until revision surgery. After non-use of the device, the recipient's skin healed. On (B)(6) 2017, the recipient underwent revision surgery to replace the magnet. The company received the explanted magnet on (B)(6) 2017.

Manufacturer narrative:
The recipient has reportedly been medically cleared and has worked up to full time use of the device.

Manufacturer narrative:
(B)(4). The explanted magnet passed the visual examination. The magnet passed the gauss measurement. The magnet passed the tests performed. No corrective action is indicated. This is the final report.